Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) showed red pressure port issue. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the issue was due to customer abuse of the unit. The fse replaced the front end board (0670-00-1164). The fse stated that the display screen could not move. The fse removed the assembly and cleaned it with wd-40, and the issue was resolved. The fse performed preventive maintenance (pm) with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 02 apr mar 2025. The failure analysis and testing dept. Received part number 0670-00-0769 pcb, front end serial number (B)(6) with a reported unit failure of red pressure port issue. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The fat proceeded to test the connector with a cardiosave trainer. The fat could not plug in the red pressure connector from the cardiosave trainer into j2 red connector of the front end board. Connector j2 is damaged. The fat was able to replicate the complaint experienced by the customer. The board failed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. At. The most probable root cause is excessive external force or fatigue.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g3, g6, h2, h11. Corrected field: e3.